Event description:
It was reported that the left ventricular (lv) lead dislodged and was in the right atrium. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6947m62, lead, implanted: (B)(6) 2013. A 5076-45, lead, implanted (B)(6) 2013. (B)(4).